Event description:
MFR received a report alleging that while the chair was in recline, the consumer attempted to raise the chair. The chiar moved causing the consumer to hit their hand on the desk. As a result the consumer sustained a broken wrist. The dealer has indicated that the chair had been modified.